Manufacturer narrative:
The reported event of the breaking screw could be confirmed. The device was received broken. The pattern of damage was caused by excessive mechanical overload. Based on the investigation, the root cause was attributed to a user related issue. Regardless of the implant size or type the torque needed to explant a screw can be higher than the torque needed to implant a screw. In some cases the torque required to remove the implant is is higher than the mechanical properties of the screw. In these cases the implant breaks during explantation. Specific instruments dedicated for implant removal are offered by stryker to help explantation of screws. Stryker offers dedicated instrument sets ( implant extraction set, modul1 ref 1806-6150 and module 2 ref 1806-6151). A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time.

Event description:
During asnis3 removal surgery, the surgeon tried to remove the 4.0mm screws from the patient bone(ankle). However, when the surgeon checked the screw, it turned out that the screw shaft was deforming and screw shaft broke. The surgeon could not remove the tip of broken screw.

Event description:
During asnis3 removal surgery, the surgeon tried to remove the 4.0mm screws from the patient bone(ankle). However, when the surgeon checked the screw, it turned out that the screw shaft was deforming and screw shaft broke. The surgeon could not remove the tip of broken screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.